Event description:
The manufacturer received information alleging an everflo oxygen concentrator was alarming and was not providing oxygen. The patient was hospitalized as a result.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer's complaint of the device alarming was confirmed. The technician found the solenoid pilot valve was sticking. The device was found to alarm and to be produce oxygen as per the device's specification. The solenoid was replaced to address the issue.